Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a female patient who had essure inserted. The patient's medical history included menorrhagia. Concurrent conditions included uterovaginal prolapse, menometrorrhagia, uterine prolapse, irregular menstrual cycle and ovarian cyst. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2017 for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in a female patient who had essure inserted. The patient's medical history included menorrhagia. Concurrent conditions included uterovaginal prolapse, menometrorrhagia, uterine prolapse, irregular menstrual cycle and ovarian cyst. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2017 for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laproscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.